Manufacturer narrative:
Device evaluation will be provided in a follow-up report.

Event description:
The customer reported that a coronary spiral dissection occurred in a patient in the right coronary artery that extended out to the aorta. Patient had significant blockage. The event occurred after they switched to a different contrast.

Manufacturer narrative:
The acist angiographic contrast injection system, model cvi, serial number (B)(4), was returned to acist on february 13, 2018. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the case were not returned for evaluation and the lot numbers are unknown. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive. This report is closed.